Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving hydromorphone [unknown concentration] at a rate of 4.6 mg/day, bupivacaine [unknown concentration] at an unknown rate, and baclofen [unknown concentration] at an unknown rate via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient had an unrelated procedure in (B)(6) 2014 where the catheter was "nicked" inadvertently and "repaired". There were no details on what was done to repair but it was noted that since that date the patient has not had as good of therapy. The patient doesn't feel any effect from the personal therapy manager (ptm) boluses when requested as well. They are trying a therapy bolus using the programmer and there were no volume discrepancies noted. The symptoms were sudden. A catheter dye study was performed. The root cause was not known but the patient has a long history of tremendous pain and that where they are now is significantly better than in the past. The issue was not resolved and there were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that on an unknown date, the patient was questioning whether the personal therapy manager (ptm) was working because it was not therapeutic at all. The healthcare provider (hcp) reportedly ran a log report for the ptm and it showed that the patient was successful on many of his attempts except for a few exceptions. The hcp was to bring the patient in to test the ptm in their presence but was looking for advice. It was reviewed that if the patient was getting the boluses but not experiencing pain relief, the hcp may need to assess the bolus dose. The situation was being addressed by the hcp. No further complications were reported or anticipated. Additional information was received from a healthcare provider on (B)(6) 2017. It was clarified that the patient did not experience any unsuccessful bolus attempts, and was just not getting therapeutic effect. The patient was brought in for a supervised bolus on (B)(6) 2017, and reportedly received no therapeutic effect. The patient was then referred to another hcp for a catheter evaluation. A dye study was planned but not scheduled yet due to authorization issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.